Event description:
Hosp reports that pt medicated with diprivan, was found by rn extubated with no ventilator alarms activated. Rn was alerted to pt condition by low heart rate alarm on cardiac monitor. Resuscitation efforts were attempted, including: CPR, heart drug administration and re-intubation; however the pt expired. Abg drawn during resuscitation revealed a paco2 of 129 mmhg.